Manufacturer narrative:
Investigation summary: customer returned photos of open pen needles. Customer states that the needle broke off. The attached photo was examined and exhibited one pen needle with a broken patient end of the cannula. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause cannot be determined solely from the attached photo without the sample. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd ultra-fine¿ mini pen needle the needle broke off in the user. Use went to emergency room and an x-ray was performed. After an x-ray nothing was seen.